Manufacturer narrative:
Correction: e1: corrected the physicians name.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's scs system was removed due to an infection at the generator implant site.